Event description:
It was reported that the patient developed loosening and pain, and underwent a two-stage revision. During revision, 1+ gram positive cocci was noted. The surgeon noted extensive debridement of osteolysis and inflamed synovium. Second stage was performed on (B)(6) 2012. The surgeon noted that the patient had sustained catastrophic left knee polyethylene failure with osteolysis.

Manufacturer narrative:
Evaluation summary: the zimmer sterilization vendor processes all implants to meet FDA regulations and iso standards at a sterility assurance level (sal) of 1.0 x 10-6 or better. No devices or photos were received; therefore, the condition of the components is unknown. Neither surgical notes nor x-rays were provided, therefore, fit and orientation could not be evaluated. A definitive root cause cannot be determined with the information provided. Evaluation codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.